Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been without stimulation for the past 2 months due to failure to recharge their thoracic scs system as recommended by the manufacturer. Reportedly, the ipg would no longer communicate and the patient programmer displayed an error message. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with new device which resolved the issue.